Event description:
The letter alleges the consumer died as a result of a fall when the seat on the walker allegedly broke.

Manufacturer narrative:
Invacare received summons alleging the seat broke, and user fell and later died of complications. A photo was received with the summons, and no seat was present on the device. Event details were not included, and product has not been returned for inspection. MDR filed based on alleged death.